Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2016 when he allegedly obtained blood glucose readings of 286 and 370mg/dl using the subject device. The two measurements were taken more than 20 minutes apart and therefore not a valid accuracy comparison. The patient did not specify what medications, if any, he takes to manage his diabetes but reportedly took some additional exercise on (B)(6) 2016. The patient denied experiencing any symptoms, and reported visiting the emergency room (ER) on (B)(6) 2016 at 12am where his blood glucose was measured using a hospital/ER meter with a reading of 240mg/dl. The patient reportedly received hcp treatment of 8 units of insulin (dependent on sugar level) in response to the reported issue. At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and that the same approved sample site was being used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment in the emergency room for an acute blood glucose excursion after the alleged device issue began.